Event description:
It was reported that during surgery, the surgeon was drilling the bone and the bur broke. The surgeon changed to a new bur, which broke after five minutes of drilling. The bur was replaced with a new one that "worked." The speed that the bur was used at is reported to be the recommended speed from the "blade and drill (functional endoscopic sinus surgery) fess brochure." It is stated that "the patent did not experience any injury during the surgery", "no actions were required as a result of the event" and that the outcome is "good."

Manufacturer narrative:
The product was returned to the manufacturer for evaluation by a quality engineer. Two samples were returned in a plastic biohazard bag. The original inner pouches for both samples were returned with labeling identifying samples as product item (B)(4) high speed rad 55° curved bur [3.6mm] from lot # 68236900. Visual examination found the tips of both burs seemed extended beyond the proper location relative to the outer tube when compared to drawing 66500042 rev b bur assy, hs curved rad 55. The burs did not spin freely inside the outer tubes. Both burs were examined under magnification and some bio-debris was evident. Both burs exhibited radial scoring on the base of the bur tip. This could indicate that the user applied excess force against the bur causing it to bite into the top rim of the outer tube. One of the bur samples showed damage to the chevrons of the hub. This type of damage is consistent with improperly (incompletely) loading the bur into the handpiece when locking it down and then applying power to it. The tips of the chevrons appear worn through. The damage observed is consistent with user error. There is evidence of one of the samples bei ng improperly loaded into the handpiece and evidence that both burs were subjected to excess axial or sideways forces. In conclusion, the product analysis confirmed the blade break on both samples returned. The most likely root cause has been determined to be use error in relation to improper loading of the bur into the handpiece. (B)(4).

Manufacturer narrative:
(B)(4). This product is used for treatment not diagnosis. Description: a variety of disposable blades and burs are available and designed to accommodate a number of otorhinolaryngology procedures, including functional endoscopic sinus surgery (fess), adenoidectomy, removal of laryngeal and vocal cord lesions, rhinoplasty, dermabrasion, and submental lipectomy. Sinus indications include septoplasty, removal of septal spurs, polypectomy, antrostomy, ethmoidectomy/sphenoethmoidectomy, frontal sinus trephination and irrigation, frontal sinus drill out, endoscopic dcr, trans-sphenoidal procedures, maxillary sinus polypectomy, circumferential maxillary antrostomy, choanal atresia, sphenoidectomy, and medial, lateral, and posterior frontal sinusotomy. Nasopharyngeal/laryngeal indications include adenoidectomy, tracheal procedures, laryngeal polypectomy, laryngeal lesion debulking, tonsillectomy, tonsillotomy for obstructive tonsillar disease, removal of endobronchial lesions and surgical management of recurrent respiratory papillomatosis (rrp). Head and neck (ent) indications include soft tissue shaving, rhinoplasty (narrowing of the bony vault and revision of the bony pyramid), removal and shaping of bone during rhinoplasty procedures, removal of adipose tissue (lipo debridement) in the maxillary and mandibular regions of the face, removal of acoustic IFU - excessive pressure applied to bur may cause bur fracture. Should a bur fracture occur during use, extreme care must be exercised to ensure that all fragments of the bur are retrieved and removed from the patient. Unremoved bur fragments may cause tissue damage to the patient. Do not use burs above the speed indicated on the bur label.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.